Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was part of (B)(6). The cas procedure was performed on (B)(6), 2013. Pre-discharge, on (B)(6), 2013, a minor ischemic stroke was reported. The patient had increased right upper extremity and right lower extremity weakness, slurred speech, and right facial droop. Then on (B)(6), 2013 the patient experienced another minor ischemic stroke. The symptoms have not yet resolved. Please reference MDR 2183870-2013-00128 for the protege rx used in this procedure.